Manufacturer narrative:
Other, other text: returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the device immediately alarmed on power up. The fault was found to be corruption of memory in the circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code 1260. No reported adverse effects.